Event description:
Three days after a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The pt presented with an acute myocardial infarction. The lesion being treated was located in the 100% occluded circumflex (cx). The physician placed a taxus express2 8.8% 3.0 x 24 mm drug eluting stent in the cx. Three days later the pt presented to the cath lab with angina. The physician attempted to cross the occluded portion of the stent but was unable to cross. The physician treated the pt medically instead. The pt's status is reported as good.